Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) could not be reviewed without a serial number. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a bioprosthetic valve was disabled after an unknown implant duration due to unknown reasons. A transcatheter valve was explanted at implant because the surgical team suspected that they went through a native valve leaflet during the use of the delivery system, since the transcatheter valve would not cross the native valve. Another transcatheter was then prepped, crossed with ease and deployed at an 80/20 position. No additional information was provided.

Manufacturer narrative:
This report was found to be a duplicate of MDR # 2015691-2017-02670. Please refer to 2015691-2017-02670 for complete report.